Event description:
It was reported that during a da vinci si prostatectomy procedure, a small round plastic piece broke off of the permanent cautery hook (pch) instrument and fell into the patient. The surgeon was able to retrieve the broken instrument piece and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the instrument was returned with the distal clevis ear broken and with the conductor wire cap detached from the clevis. Engineering concluded that excess force was likely applied to the clevis, causing the clevis ear to break. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. - do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.